Event description:
Ciprofloxacin 400 mg in 200ml secondary kcl in 0.09 nacl primary 100ml. Clinical engineering verified 324 ml/hr check valve leak at 16 " fluid level difference. Air bubbles noted when secondary set attached to primary for infusion.